Event description:
Customer reported experiencing high blood glucose readings of 522 mg/dl. Customer stated that she remembered that she hasn't changed out her cannula. Customer mentioned feeling shaky and thirsty. Customer stated that their blood glucose levels are decreasing and are at 499 mg/dl at the time of the call. Customer declined troubleshooting as the customer is sure that the issue was resolved due to the cannula not being changed. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.